Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2011, the primary plif surgery was performed by using the following implants. 1 x 179712740 si polyaxial screw 7.0 x 40mm (lot#: almc3j); 1 x 179712745 si polyaxial screw 7.0 x 45mm (lot#: almbtk); 2 x 179712745 si polyaxial screw 7.0 x 50mm (lot#: allcma). On (B)(6) 2018, the removal and extension surgery using non-j&j implants were performed. During the removal surgery, we were notified that the screw at s1 had been broken at its root and he could not remove it. Two hours later, we were informed that he successfully removed it. The removal and extension surgery was successfully completed, and there was no adverse consequence to the patient.